Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. Unable to perform the functional testing due to the display anomaly. The pump had minor scratched on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 177 mg/dl in the morning. The customer stated that the screen is black and the ink is running. The customer stated that he was unable to read the screen. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.